Manufacturer narrative:
E1: full name of the establishment ; (B)(6). The subject device was received and was evaluated. Device evaluation noted the reported issue was confirmed. The device was found to be broken and the piece of the biopsy valve was found to be detached during the visual inspection. The shape of the broken piece matches the damaged part of the biopsy valve. Based on the investigation, this event could have been caused by a component failure of biopsy valve. The root cause of the biopsy valve failure could not be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported " the rubber packing section ripped and cut. No fell off in the body. Actual product has been collected. The procedure was completed by a new replacement of the same device. No health hazard" . Per the report , the issue occurred during a therapeutic bronchoalveolar lavage (bal procedure. No harm or injury reported due to the event.